Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that the motor speed was unstable and the unit was out of calibration. The motor, pin, shaft bearing, and sleeve bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported by the customer that the device was not working properly. It feels that device was "jumping" above skin and graft was not high quality. The event occurred during surgery. There was no harm or delay. No adverse event was reported as a result of this malfunction.